Manufacturer narrative:
Additional info was received from the user facility. It was confirmed that the outer part of the microdelivery catheter had separated just distal to the hub.

Event description:
The stent delivery system was successfully positioned at the neck of the basilar tip aneurysm. During the final positioning, just before the deployment of the stent, the delivery catheter broke just distal to the hub, so the braiding was visible. The physician removed the device and placed a second stent at the neck of the aneurysm with a good technical result. The pt is also doing well.